Event description:
It was reported that the patient developed an infection post implant. The patient had drainage and the incisional wound opened. The patient also had a fever and swelling. The devices were explanted. The patient was noted to be alive with no injury or adverse event. It was further clarified that the company representative was contacted on (B)(6) 2013 by the physician to inform them of the infection. The patient was given antibiotics. The current status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was further reported that the device was explanted (B)(6) 2013. Perioperative antibiotics were administered at the time of implant. The patient had redness and pain. The infection was at the lead track. A culture of the device pocket and lumbar area revealed (B)(6). The patient received both intravenous and oral antibiotics. After the explant, the infection resolved. Of note, the patient was obese.

Manufacturer narrative:
(B)(4).